Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker had entered safety mode and was explanted. This device was successfully replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this pacemaker had entered safety mode and was explanted. This device was successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.